Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 4 of 5 on the homechoice machine(hc). The home patient(hp) stated the bags that are still connected and empty, but there is solution in the heater bag. The technical service representative(tsr) asked the home patient(hp) if any bags came undone. The hp stated no. The tsr explained the alarm and assisted them to clear the alarm by turning the hc off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on to get back to press go to start. The hp elected to finish with a manual bag. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined.